Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the pt was life-flighted to the hospital in unstable condition with a bp in the 60s. The pt was taken directly to the or for emergent repair. A non-contrast CT was performed revealing that the proximal aortic neck measured 39 mm to 30 mm in diameter with a length of 10-15mm. Intra-op arteriogram revealed a large contrast extravasation on the right lateral wall. A talent bifurcated stent graft was deployed within 1 mm of the lowest renal artery. The left contralateral limb was extended with a talent iliac limb stent graft and then a talent iliac limb stent graft flared limb to just above the left hypogastric artery. The bifurcated stent graft on the right side was extended with an aneurx stent graft flared limb. A reliant was used to balloon the entire graft. Repeat arteriogram revealed possible type 1 endoleak, and modeled again with the reliant balloon. The leak improved and physicians determined it to be type IV endoleak. At this time, patient's pressure improved to the 110/70 range. Blood and platelets were given throughout the procedure. It was reported that the pt did not produce urine throughout his entire stay and the pt expired which was reported as multi organ system failure. No autopsy is planned. No further info has been provided. (MFR # 2953200-2010-01622 and MFR # 2953200-2010-01623).

Manufacturer narrative:
(B)(4). Eval, results: death, endoleak. Ruptured aortic aneurysm prior to stent graft implant. Conclusions: ruptured aortic aneurysm prior to stent graft implant.